Manufacturer narrative:
Date rec'd by MFR: 6feb2019. Failure analysis conducted by philips on the returned gas delivery system (gds) shows that the defective u1 on the o2 flow sensor printed circuit board assembly caused the o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 02nov2018. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that while the device was on the patient, the "check vent: oxygen device failed" alarm occurred and the alarm sound did not cease.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02jan2019. Date received by manufacturer: 28dec2018. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.